Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the juggerstitch device did not deploy as intended. The first anchor was stuck upon deployment and the second deployment deployed both anchors at the same time. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the provided picture shows 2 anchors released from the device. However, as the device was not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.